Event description:
It was reported that a patient had to be taken back into the operating room when it was discovered postoperatively that a proximal locking screw was not properly aligned through the hole in the nail. The original procedure to repair a tibial fracture with a trochanteric fixation nail (tfn) was completed on (B)(6) 2015; approximately 7 hours later the misaligned screw was removed and a new screw was implanted through the nail. Reporter stated that this may have been caused by a misalignment issue with the insertion handle, the aiming arm and the nail. The procedure was completed successfully. It was confirmed that procedure to repair for tibial fracture was titanium cannulated tibial nail. Revision surgery was successfully completed and patient status/outcome was good. No surgical delay during both surgeries. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product investigation was completed: per the technique guide, the 03.010.045 standard insertion handle and 03.010.052 aiming arm for titanium cannulated nails-ex are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. The returned standard insertion handle was received in good condition with little to no visible wear. The device was manufactured in february 2012 and is three years old. The returned aiming arm was received in fairly good condition with only a couple of markings and nicks along its length. The device was manufactured in april 2012 and is almost three years old. The devices were returned and reported to have contributed to a proximal locking screw missing the tibial nail locking hole. This condition is unconfirmed; 04.034.461 lot number 6400586 titanium cannulated tibial nail-ex with proximal bend, 03.010.044 lot number us92880 cannulated connecting screw, for standard insertion handle, 03.010.063 lot number 1566191 12.0mm/8.0mm protection sleeve test samples were used to confirm that the complained devices were capable of targeting the proximal locking holes of the sample tibial nail. It is likely that soft tissue obstructed the path of the locking screw during surgery or that the devices used during surgery were improperly connected to one another leading to this complaint condition. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 03.010.045 lot number 7738184 standard insertion handle and the 03.010.052 lot number 7818338 aiming arm for titanium cannulated nails-ex was likely caused by a soft tissue obstruction or the improper attachment of the alignment devices; however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.